Event description:
An endo gia ii load did not appear to function properly when applied to lung tissue. It was safely retrieved and on inspection it was noted that part of the plastic cover that protects the tip was left in place which prevented the stapler from closing properly.